Event description:
It was reported that the health care professional (hcp) indicated that this cardiac resynchronization therapy defibrillator (crt-d) had inappropriately mode switched due to far field oversensing which led to a change in the cardiac resynchronization therapy (crt) pacing rate. Technical services (ts) reviewed the available electrograms (egm) and confirmed the far field oversensing and noted that the atrial flutter response (afr) feature was causing the patient's intrinsic beats to conduct instead of the crt-d to deliver pacing. Ts recommended device optimization and reprogramming. The crt-d remains in service. No additional adverse patient effects were reported.